Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 mg/dl. Customer stated that the insulin pump had unexpected restart alarm. Customer reported they were able to clear the alarm. Customer able to complete rewind. Customer stated that the insulin pump had recurring unexpected restart alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.